Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracic surgery, the gun was used successfully for the first few re-loads. It then became unable to fire for the next re-load. They handed the gun and re-load out and replaced them both with new ones. There was no patient injury.